Manufacturer narrative:
D9: updated the devices return information. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
Additional information has been received from the initial reporter indicating the pump will be returned for investigation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via right femoral artery in a 61 year old female for acute myocardial infarction with cardiogenic shock. An impella rp flex was also inserted via right femoral vein to provide bipella support to the patient. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. On day 3 of support, while in the intensive care unit, the patient did not have a distal pulse in the right lower extremity. Doppler and ultrasound were unable to verify a pulse. The patient was concurrently receiving vasopressors at this time. The patient was taken to the operating room for external fem-fem-bypass, afterwards which the posterior tibial pulse was present. On day 7 of support, both cp and rp flex devices were explanted, and a new cp inserted via right axillary artery for continuation of therapy. Limb ischemia is a known potential adverse events of the impella cp per the instructions for use.

Manufacturer narrative:
A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported ischemia could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D1 brand name was corrected accordingly.